Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to the keypad traces. No button error alarms were noted. The insulin pump was also received with a corroded liquid crystal display board. The unit was received with minor scratches on the liquid crystal display window. No traces of moisture were noted at the motor assemblies.

Event description:
The customer reported via phone call that the insulin pump alarmed button error after the customer had gone swimming with the insulin pump still on for about 30 minutes. He observed water visible under the liquid crystal display screen. He stated that the button error alarm had been sounding for the last 2 days. The customer's blood glucose was 141 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.